Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No reset error alarm could be verified due to the unresponsive buttons. No frozen display was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported receiving an error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that they attempted to pump some insulin however the screen of the devise froze and the keypad was unresponsive. The insulin pump then experienced an unexpected restart. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.